Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips twisted. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.